Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer¿s incident blood glucose level was 195 mg/dl. The customer¿s current blood glucose level was 180 mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. The customer did allege that the insulin pump was over delivering. Troubleshooting was performed for low blood glucose level and insulin pump for over delivering. The insulin pump will not be returned for analysis.